Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02528. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a robotic laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the blade stopped and would not extract the tissue. The cable would jump around when the blade stopped. The procedure was completed by manually morcellating the uterus. There was no additional dissection and the case did not result in an open procedure. There were no adverse patient consequences.